Event description:
It was reported that during an extraction procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device eval, the rotor was found to be sticking in the driveshaft, and several worn and damaged components were discovered, including broken driveshaft bearings. The friction caused by worn or damaged parts is a probable cause of overheating.